Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an administration was unable to be primed. There was no patient involvement. No additional information is available

Manufacturer narrative:
(B)(4). A device was received for evaluation. Visual inspection revealed a full insertion of the junction chamber-bushing- tube. Gravity testing revealed that liquid did not flow through the junction chamber-bushing- tube. The reported condition was verified. The cause of the condition was determined to be improper assembly. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.